Manufacturer narrative:
Device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that, while in use on a patient, a 980 ventilator alarmed and "went into lock down mode". A review of the diagnostic logs indicate the device entered backup ventilation. The device was available for evaluation. The medtronic field service engineer (fse) inspected the device and replaced the breath delivery (bd) central processing unit (cpu) and mix controller printed circuit board (pcb). The ventilator passed all testing per manufacturer specification at the time of service. The likely cause of the reported event was isolated in the field to the bd cpu and mix controller pcb. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient this 980 ventilator alarmed and "went into lock down mode". The patient was removed from the ventilator and placed on an alternate ventilator with no injury reported. A review of the diagnostic logs indicate the device entered backup ventilation.

Manufacturer narrative:
Section d9 was updated due to part return additional code added to section h6 evaluation code result. H3 device evaluation summary: updated due to part return medtronic conducted an investigation based upon all information received. It was reported that, while in use on a patient, a 980 ven tilator alarmed and "went into lock down mode". A review of the diagnostic logs indicate the device entered backup ventilation. The device was available for evaluation. The medtronic field service engineer (fse) inspected the device, found a relevant diagnostic code in the ventilator memory and replaced the breath delivery (bd) central processing unit (cpu) and mix controller printed circuit board (pcb). The ventilator passed all testing per manufacturer specification at the time of service. The mix controller pcba was returned to medtronic for further analysis. The component was visually inspected and functionally tested with no malfunction or product deficiency observed. One bd cpu pcba was returned to medtronic for further analysis. Visual inspection found no anomalies. The bd cpu pcba was attached to the failure investigation test ventilator and unit was powered up generating a power on self test error code. Analysis found serial peripheral interface digital input and output signals were not present, however all spi clock signals were present. Analysis determined the bd cpu pcbaspi communication lines failed. The cause of the event was isolated to a faulty bd cpu pcba. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.